Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with less than 50 units of insulin during the load sequence. The customer declined to troubleshoot the issue the issue. There was no reported impact to the customer¿s blood glucose level.